Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: this happened 3 weeks ago-they don¿t remember much except for 2 of them jammed. The physicians are very familiar with using the clips. Was a cholangiogram performed during the procedure? Yes. Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Not sure was the clip fully advanced into the jaws prior to firing? Not sure. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out-still jammed the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted bent causing 8 gap clips, as the clip did not fully advance into the jaw. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device¿s blade got jammed and wouldn't work. There were no patient consequences. It was not noted how the case was completed.